Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main full height drawer 2 had failed to open. A field service engineer (fse) replaced the inseparable. The customer tested the drawer and confirmed there were no issues. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that 2 drawers were failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.